Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a signal acquisition issue when using their electronics system. Troubleshooting attempts were unsuccessful. As a result, the patient was sent a replacement device. The replacement device resolved the patient's issue.